Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, the device functioned as intended, but hemostasis was not achieved. A covered stent was used to achieve hemostasis. A blood clot [thrombus] was also noted, which was treated via medication. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of hemorrhage and thrombosis are a known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.